Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 1.8, lab: 2.8. Date: (B)(6) 2012, 1.4, 3.6.

Manufacturer narrative:
Investigation pending.